Event description:
The customer reported that while the unit was in use on a pt, the display went blank. The unit continued to operate. After approx 20 mins, the display returned. The pt was switched to another unit and therapy was continued. No pt injury was reported.